Manufacturer narrative:
Investigation: visual inspection: no damage or other abnormalities of the valves were detected during the visual inspection. Permeability test: a permeability test has shown that both valves are permeable. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the clinical claim of underdrainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. Both valves are operating within acceptable tolerances. Results: first, we performed a visual inspection of the progav 2.0 shunt system. No abnormalities or damages of the valves were detected during the visual inspection. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The valve operates as expected and met all specifications. Finally, we have dismantled the valves. There were no visible deposits observed inside the valves. Based on our investigation, we are unable to substantiate the claim of occlusion/under-drainage/dysfunction. At the time of the investigation, we could not determine how the above-mentioned functional impairment occurred. It could be detected no deviation, the valves met all specifications. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Manufacturer narrative:
Manufacturer evaluation: investigation on- going. Additional information/investigation result will be provided in a supplemental report.

Event description:
It was reported to miethke that a progav 2.0 sys sa2.0 20 & ped.prechamber (part # fx596t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the surgeon suspected a dysfunction (blockage, underdrainage) of the shunt system. A revision surgery was performed on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. Patient informations: age: (B)(6), height: (B)(6), weight: (B)(6), gender: unknown. Implantation: (B)(6) 2021, explantation: (B)(6) 2021.